Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove and inspected the system but was unable to reproduce the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 1 was retracting back and moving on its own. The customer performed a power cycle and usm 1 functionality returned to normal. The procedure was completing as planned with no reported injury.